Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the circumflex using an indigo system catrx aspiration catheter (catrx), a non-penumbra guide catheter and sheath. During the procedure, while advancing the catrx through the guide catheter, the physician noticed the mid shaft of the catrx became kinked. Subsequently, the catrx became stuck and would not advance any further into the guide catheter; therefore, the catrx and guide catheter were removed. The procedure was completed using a new catrx, guide catheter, sheath and, guidewire. There was no report of an adverse effect to the patient.